Event description:
It was reported the pt's device "stopped working" after a cardiovascular procedure. It was stated the pt was receiving no stimulation. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.